Event description:
Surgeon reports that during surgery he used the gem 2753 coupler and recognized that one pin was crooked. The rings could not be brought together exactly. A new anastomosis was created. The crooked pin was due to a misalignment of the rings due to surgeon error. No patient harm occurred. The anastomosis was recreated.

Manufacturer narrative:
Device evaluation summary: rings were examined under a microscope at 10x. Both rings were still compressed into one another in the original state and were not aligned with one another. There were marks on the rings from being squeezed with another instrument. The bent pin was related to the misaligned rings. Root cause is most likely that the surgeon did not follow the IFU. The coupler did meet specifications. It appears that the pins were not aligned with the mating hole and when they were squeezed with a hemostat some of the pins hit the edge of the coupler ring and were bent sideways.